Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained when the customer processed vitros lpv control fluids on a vitros 5600 integrated system. The assignable cause of the event is most likely an instrument related issue. Vitros amon within run precision testing indicated contamination was likely present in the microslide incubator of the vitros 5600 integrated system. In addition, atypical within-laboratory vitros amon qc performance was observed. An ortho field engineer visited the customer site and replaced the microslide incubator cm ring evaporation caps and the reflectometer mirror lens kit. Following ortho fe service actions, acceptable within-run precision results were obtained indicating the vitros 5600 integrated system was performing as expected. A vitros amon reagent issue is an unlikely cause of the event, as post-service quality control (qc) results were acceptable. Additionally, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros amon lot 1018-0254-1429 and lot 1018-0255-4506. Additionally, quality control fluid handling is an unlikely contributor to the event as the tsc reviewed the customer¿s qc fluid handling protocol with the customer and it appeared acceptable. Email address for contact office in manufacturer field is (B)(4).

Event description:
The investigation determined that lower than expected vitros amon results were obtained from two different vitros amon slide lots when the customer processed vitros liquid performance verifier (lpv) control fluid on a vitros 5600 integrated system. Vitros lpv ii lot n7698, vitros amon lot 1018-0254-1429 results of 124.93 and 131.55 umol/l versus the mean of the range of means of 194 umol/l. Vitros lpv ii lot n7698, vitros amon lot 1018-0254-4506 results of 111.85, 115.26, 122.44, 135.67 and 143.31 umol/l versus the mean of the range of means of 194 umol/l. The customer obtained the lower than expected result when processing quality control fluids. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / ivd (B)(4).